Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display blank. Customer current blood glucose reading was 95 mg/dl. Customer had physical damage on reservoir and battery compartment. Customer was not calling back after receiving battery cap. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Pump received with cracked reservoir tube lip and cracked battery tube threads noted.